Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission, (B)(4) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to be fully intact. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no evidence of contamination was found under the keypad contacts. The pump was opened and the no damage was found to the internal components of the keypad. The complaint of the ok keypad button¿s response issue was not duplicated. There was no defect found during investigation.